Event description:
It was reported that the gem 20dp ckv 3ss dehp free experienced foreign matter in the fluid pathway. The following information was provided by the initial reporter: material #: 2426-0007; batch/lot #: unknown. Our nurse brought to my attention when he opened an alaris pump infusion set, the spike was dirty.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes. D10: returned to manufacturer on: 2021-05-19. H6: investigation summary: a complaint of foreign matter found on the drip chamber spike was received from the customer. A sample was provided to aid in the investigation of this defect. Through visual inspection, the customer complaint was verified. Foreign matter was seen on the tip of the spike. A device history record review for model 2426-0007 lot number 20119016 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 20nov2020. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. The root cause for the foreign matter is grease used during manufacturing.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Initial reporter facility name: (B)(6). Investigation summary: a complaint of foreign matter found on the drip chamber spike was received from the customer. No product or photo was returned by the customer. The customer complaint of foreign matter could not be verified due to the product not being returned for failure investigation. A device history record review could not be performed on model 2426-0007 because a lot number was not provided by the customer. The root cause of this failure was not identified as no product was returned. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends. Investigation conclusion: the root cause of this failure was not identified as no product was returned. No product will be returned per customer. No investigation was performed.

Event description:
It was reported that the gem 20dp ckv 3ss dehp free experienced foreign matter in the fluid pathway. The following information was provided by the initial reporter: material #: 2426-0007. Batch/lot #: unknown. Our nurse brought to my attention when he opened an alaris pump infusion set the spike was dirty.